Event description:
It was reported that there were readings greater than 40,000 ohms. It was noted that the patient fell in (B)(6) on ice. It was noted that the system was working fine after the fall. It was noted that the patient was in the office on the day of report because, she was not getting enough relief. It was noted that there was no reason to suspect the lead issues. It was noted that impedances were taken at 3 volts 3 times. It was noted that the 3rd time was showing. It was noted that 8-15 was working around 4 volts with reasonable relief. It was noted that 0-7 had no stimulation at maxed voltage showed greater than 40,000 ohms on the whole lead. Additional information received reported that the doctor thought that the x-rays were not needed as he had to replace the lead regardless of the x-ray results. It was noted that the cause of the event was not verified but the patient recalled falling in (B)(6) but could not say if stimulation changed after that point or not. It was noted that a new lead was placed and the bad one removed on 2014 (B)(6). Additional information received reported that only the right lead registered high impedance. It was noted that both appeared to have fractured upon visual inspection at the time of the revision. It was noted that after the initial implant the patient ran extremely high voltages (8-10) volts to obtain effective therapy. It was noted that impedances were always within normal limits until the patient met with the patient¿s a few weeks prior to report. It was noted that both implanted leads appeared to have a fracture in them at the strain relief loop distal to the anchor upon the doctor opening the spinal incision. It was noted that the old leads were cut in the spinal pocket and removed. It was noted that new leads were placed. It was noted that the patient¿s status at the time of report was alive with no injury. Additional information received reported that the patient was receiving effective therapy post lead revision. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the lead serial number (B)(4) found that no significant anomaly. It was noted that the lead body was cut through and the product was segmented. Analysis of the lead serial number (B)(4) found that no significant anomaly. It was noted that the lead body was cut through and the product was segmented. It was noted that the number 5 conductor was broken 23 cm from the distal end.

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).